Manufacturer narrative:
Investigation results: no abnormalities are found in the process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Due to the defective sample not being returned, relevant testing could not be conducted. Additionally, the specific condition of the defect is unidentifiable, making it impossible to determine the root cause. The plant will continue to monitor such defects.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
During the IV infusion via a port catheter, the heparin cap connector ruptured, causing fluid leakage.